Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, the label is missing the graphic. See dev-00746.

Event description:
It was reported that there is no picture and no colour marking on the torpedo packaging. Customer doesn´t want to mark the materials by themselve. Customer further complains about the labeling of the corkscrews. When they are placed in the box, it is not obvious on the label whether it is a double or a triple anchor. Here also customer has to write the number of threads ourselves. Further it was reported that with the fibertak there is the same problem. It is not obvious whether the anchor is with a tape or a fiberwire anchor.